Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set was returned for analysis. Visual inspection found no abnormalities. Leak testing was performed using hydrostat vessel to look for unusual functions and a leak was observed fleeing from the air vent of the filter in the sample. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during the use of a smiths medical cadd administration set, leak was noted at the filter. No patient injury was reported. No adverse events were reported.